Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that a patient¿s left ventricle (lv) lead exhibited low pacing impedance. No intervention or procedure was reported. The patient had no consequences.